Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other similar incidents reported. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. It is likely that the patient morphology/pathology and user technique contributed to the reported difficulty. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip movement and mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mr with a grade of 4. One clip (71221u169) was implanted reducing mr to 2. On (B)(6) 2018, a second procedure was performed to treat increased mr with a grade of 4. It was noted that the first implanted clip was slightly tilted. An additional clip (81022u394) was deployed lateral of the initial clip, reducing mr to 3-4. No additional information was provided.